Event description:
It was observed during the device inspection, that the uretero-reno videoscope had deformation of angle shaft and the bending section cannot be controlled. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide results of the legal manufacturer's final investigation. This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was returned for evaluation where the reported event was identified. Based on the results of the investigation, it is likely that the following led to the malfunction: the bending section cannot be controled due to deformation of the angle shaft. A device history review revealed no issues that could have caused or contributed to the reported issue. User may be able to detect the event by handling device in accordance with the following IFU. Inspection of the bending mechanism olympus will continue to monitor field performance for this device.